Event description:
Customer reported blood glucose of 138 mg/dl on (B)(6) 2011, (time unk) prior to going out for pizza. He was unsure how to estimate carbohydrates in pizza, but took a 20 unit meal bolus (time unk) before eating two slices. After he got home (exact time not reported) his bg was up to 326 mg/dl and "a bit" later 404 mg/dl, so he took an add'l 18 unit bolus and called insulet. The customer described the device as "low on insulin" as it was near the end of it's wear period, so he was advised to remove it and apply a new one. When it was removed, the customer smelled insulin, fell that the adhesive was wet, and observed that the cannula was bent.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to determine if any device malfunction or other product condition may have contributed to the customer's high blood glucose. In addition, we are unable to confirm the reported "bent cannula" or whether it could have contributed to insufficient insulin delivery. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). To treat hyperglycemia, it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringes. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."